Event description:
A malfunction on the pump was reported by the caller. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, which successfully resolved the issue without recurrence of the malfunction code.